Manufacturer narrative:
A device history record (DHR) review was performed and there were no abnormalities observed. There were three devices returned in the original lma pouch/packaging however, one of the pouches seal was observed to be open. The reported device was observed to be unused. All three devices were verified as size four packaged in a pouch labeled size five. The reported complaint was confirmed through visual inspection. The root cause of the reported failure was manufacturing related. Details of the corrective and preventative actions ((B)(4)) are being investigated and reviewed. A supplier corrective action request ((B)(4)) was also initiated in response to the reported defect.

Event description:
The event is reported as: the customer alleged that they found a mask size 4 inside of a package labeled size 5. The alleged defect was found prior to patient use.